Event description:
A customer reported to beckman coulter inc (bec) that blood was leaking in coulter lh750 slidemaker onto the slide label. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. No patient results were affected and there was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Bec service phoned the customer to address the issue, but the customer stated samples were running. On the next day the field service engineer (fse) followed up with customer, and was told that the issue was resolved. Maintenance performed by the customer was cleaning dispense probe wash. The leaked fluid may have contained blood, diluent and cleaning reagent. The cause of the leak is not known. Bec internal identifier for this complaint is (B)(4).